Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the sys unusable. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply circuit breaker was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.